Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the ins was repositioned on (B)(6) 2025, and the leads were both explanted with replacement on (B)(6) 2025 when asked to clarify which devices were repositioned.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. H6: code update applies to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Device disposition confirmed as disposed of according to biohazard instructions.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, explanted: (B)(6) 2025, product type lead ; product ID: neu_unknown_lead, explanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that two leads were replaced because they were ineffective. They were in the wrong position. The ins was not replaced, but it was moved further cranially because it was causing pain. The pain was escalating. Hospitalization was required with surgical observation for the two leads replaced and the stimulator relocation. The event resulted in surgery/anesthesia. The event resolved with sequelae on 25-mar-2025. The investigator assessment the event as possibly related to the device/therapy and possibly related to the procedure.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, explanted: (B)(6) 2025, product type lead. Product ID neu_unknown_lead, serial# unknown, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that only the ¿device¿ was repositioned and not explanted. Clarification is being performed on what device was repositioned. Etiology was determined to be surgery/anesthesia, a result of the implant system or system modification procedure.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.